Manufacturer narrative:
Investigation results: an evaluation and testing of the pump found no functional issues that could have caused or contributed to the reported problem. The pump alarms and pressure functions were extensively tested and met manufacturer functional test requirements. Further evaluation found the pump was out of calibration related to lack of service. The instruction manual informs the user of a 12 months service interval for this device. The instruction manual provides the following warnings: extravasation can occur more rapidly when using a mechanized fluid infusion system. Carefully palpate and visually inspect the extremity and operative site frequently throughout the procedure for signs of possible extravasation. View all cannulas arthroscopically before beginning and frequently during the procedure to ensure that all fenestrations are fully within the joint capsule and are not blocked. Accurate cannula placement is essential to avoid fluid extravasation. Placement of cannula should be verified to ensure distal end is within capsule joint. The integrity of the pressure sensing line is critical to the safe operation of the 87k aps. Extravasation or other patient injury may occur.

Event description:
The customer reported that during use of this pump in an acl, open pcl reconstruction using allograft, lateral meniscal repair, and microfracture medial femoral condyle procedure on (B)(6) 2011, excessive swelling occurred. The patient was immediately transferred to the hospital because of the of right thigh compartment syndrome that required a fasciotomy in right thigh quad and adductor. As reported, the patient's knee was very loose and the surgeon was concerned with the amount of repair that needed to be done. Nonetheless, there was no delay or any problems noted until the incident of excessive swelling occurred, which happened near the end of the procedure. The patient was discharged the next day and is currently doing fine.